Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.

Event description:
The pt's system was explanted due to an infection at the pocket site. The pt's doctor reported the infection was not device related. Infection was superficial to skin and likely related to the pt's diabetic condition. Pt was given antibiotics for the infection.